Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occasions of small air bubbles in the infusion set tubing. Reportedly, the customer performs the load sequence correctly and primes the tubing with approximately 30 units during the routine cartridge change. The customer was able to complete the load sequence successfully and resume insulin delivery. The customer reported a blood glucose of approximately 300 mg/dl, and was addressed with a correction bolus via the pump.